Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). Patient said yesterday they turned on their stimulation for their spinal cord, and they felt electricity on her vaginal area. Patient mentioned that they had a backpain and thought that was related to the problem. Agent advise will send email to manufacturer representative (rep) to get in contact with her. The patient was redirected to their healthcare provider to further address the issue.